Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. A leak was suspected, although the exact location was not identified. Upon explant, the balloon was found empty and the pump contained air. A surgical procedure was performed in which the original balloon, pump, and connectors were removed and replaced, while the original cuff was left in place but drained due to extreme proximal placement. A new cuff was implanted more distally. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of recurring incontinence is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.